Manufacturer narrative:
Radiographs received depicted a disassociated set screw from the straight rod and the rod slipped from the tulip. No product ID information, lot number, case report or explants have been received. DHR review and product investigation cannot be completed, as the device remains in-situ. Revision surgery is planned for early (B)(6). Review of labeling notes: postoperative warnings: the patient should be advised to limit and restrict physical activities, especially lifting and twisting motions and any type of sport participation. The patient should be advised that implants may bend, break or loosen despite restriction in activity. Possible adverse events: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. It is unknown if the patient sustained a fall. The patient's anatomical condition and the effects on the stability of the implant and/or construct may be unknown contributing factors. The root cause of this event cannot be determined. No conclusions can be drawn.

Event description:
On (B)(6) 2018 patient underwent a one level spinal fusion with mariner fixation system & skipjack posterior interbody. Follow-up exam radiographs showed a mariner set screw had disengaged and the rod slipped. Patient is asymptomatic. Revision surgery is scheduled for (B)(6) 2018.